Event description:
It was reported that, post implant the patient had an inappropriate shock due to oversensing of noise via air bubbles. The system was programmed off and the doctor will wait for the air bubbles to subside before turning the therapy back on. There were no additional adverse patient effects.